Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician tried four different lead position as detection was low in that it was measured at two to three millivolts with the programmer analyzer. The lead was eventually left in position and the detection was measured at six to eight millivolts with an external pulse generator (epg). The programmer remains in use. No patient complications have been reported as a result of this event.